Manufacturer narrative:
Batch review performed on 6 june 2024. Lot 103355: (B)(4) items manufactured and released on 03-jan-2011. Expiration date: 2015-nov-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting instability and the cause is unknown. About 12 years and 5 months after the primary surgery, the surgeon upsized the poly (from 12 to 17 mm) and the surgery was completed successfully.